Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a burning sensation around the implant site of their implantable cardioverter defibrillator. No further information was reported.